Manufacturer narrative:
On 5/3/19, a manufacturing record evaluation (mre) was performed for the finished device number 5982485, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/29/2019, another complaint was identified as a duplicate with manufacturer¿s report number 1645337-2019-11061 and 1645337-2019-11065. The patient underwent removal on (B)(6) 2019. The patient¿s sex was a female. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation:n/a. Note: the patient's email address is (B)(6). (B)(4).

Event description:
It was reported via medwatch form mw5085173 that a (B)(6)-year-old female patient underwent a breast implant surgery procedure with saline mentor smooth round moderate plus profile 500cc and experienced breast implant deflation. It was also reported that the patient developed autoimmune disorder (patient reported ¿autoimmune disease, connection tissue disease. (In the process with rheumatologist to know what type of autoimmune I have)¿ and other systemic symptoms). No further information is available at this time. The severity level for this complaint was determined as a s4 this adverse event is considered as serious and reportable. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.